Manufacturer narrative:
Zoll has not yet received the icy catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, an (B)(6) female was admitted for stemi cardiac arrest. The icy catheter with unknown lot number was placed in her left femoral vein by intensivist at 3:00 pm on (B)(6) 2018. Her right femoral artery had balloon pump present. Bleeding (oozing) noted at both insertion sites as well as through oral gastric tube. Patient reported to be on heparin glucose tolerance test and additional anti-coagulation medication. At 3:00 am on (B)(6) 2018, 500 cc bag emptied x 2. Registered nurse called zoll tech line and was instructed to discontinue the therapy. Rn stated that cooling blankets was used to continue with the therapy. The patient was reported in stable condition.

Manufacturer narrative:
The reported complaint of leaking icy catheter (ln 74705) was confirmed. A bond leak was found at the distal end of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Initial functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The icy catheter was connected to a pressurized inflation device and immediately upon pressurizing, a bond leak was found at the distal end of medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was 1 similar complaint reported for icy catheter with lot number 74705. Ccr (B)(4) reported on (B)(6) 2018, due to a bond leak was found. Based on medical safety assessment, event of bleeding was not serious, the patient did not require treatment, and event resolved without sequelae. This stemi patient probably underwent a pci procedure. Heparin and dual antiplatelet therapy has been the mainstay treatment for the majority of patients who undergoing pci procedures like this subject. However, heparin and antiplatelet drugs are associated with an increased risk of bleeding complications [mony shuvy, et al., bleeding after percutaneous coronary intervention: can we still ignore the obvious? (B)(4). Event was possibly related to the icy catheter due to relevant timing and location at the time on insertion. At the same time, bleeding also occurred at other insertion sites of balloon pump, and through oral gastric tube well as, which was the evidence that administration of anticoagulant medications mostly contributed to the issue of bleeding.